Event description:
It was reported that the pump issued an alarm during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections as backup therapy until the replacement pump arrives. Technical support confirmed the shipping details and provided instructions for returning the faulty pump.